Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced multiple falls and was unable to place their system into MRI mode. Diagnostics revealed high impedances on one lead. As a result, surgical intervention was undertaken to address the issue on (B)(6) 2026 wherein the lead was explanted.